Manufacturer narrative:
(B)(4). Date sent: 10/30/2021. Investigation summary a photo along with the device was returned for evaluation. This is an analysis for six photos submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photos shows tissue on a gauze with some staples not properly formed. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: according to the information received, the reported event for the device was malformed staple and incomplete staple line. This is an analysis for six photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos shows tissue on a gauze with some staples not properly formed. Based on the pictures provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a CABG there was an issue with the stapler. I didn't see what happened. I was told that the stapler did not work on the left atrial appendage. The staples were completely open and the knife blade still cut. They said the tissue was the same thickness as past cases where they have used this stapler. They used the stapler on the left atrial appendage. Fragments were generated but easily retrieved. The case was delayed by fifteen minutes but completed.